Event description:
It was reported the coagulation function intermittently worked when the button was pushed. It was very frustrating for the doctors. They switched to a bovie.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/10/2010 through 08/15/2012. Eval: the pulsar generator was received in poor condition, the upper lid was scratched and stained. The front panel had many scratches. Both bottom nylon screws were sheared off. The front lower plastic bezel, label and right side trim were broken. The unit delivered rf energy correctly into fixed resistors. Internal inspection: sheared-off low voltage power supply from daughter support bracket that apparently did not affect output. Internal/external damage was caused by one or more impacts. The impedance imbalance readings indicate that system was having difficulty rejecting noise when evaluating split-foil pt pad impedance. Rf controller software may not always measure impedance of split-foil pt pad impedance accurately when energy is being delivered. The rf controller software upgrade is better able to measure split-foil pt return pad impedance and notifies user with e3 error if split-foil impedance rises while energy is being delivered. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.